Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the patient was sweating and felt confused, like she had a cold. She checked her blood glucose (bg) and her meter showed ¿high,¿ while her dexcom (cgm) reading was 55 mg/dl. Her brother took her to the emergency room (ER), where the dexcom sensor was removed and a bg test showed 700 mg/dl. The patient was treated with insulin through IV. A second bg test showed 600 mg/dl, and a third showed 200 mg/dl, indicating her levels were decreasing. She was admitted to the hospital from (B)(6) 2025. While admitted, her bg was checked every hour and insulin (injection for dm) was given each time. Before discharge, her bg was 160 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).